Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they encountered errors when firing monopolar energy on the erbe, specifically c-34 errors. Power cycling the erbe did not resolve the errors, so the user decided to connect a force triad generator to complete the procedure and planned to call back if further assistance was needed. Later, the user called back looking at an incorrect blue energy cable. The tse advised that the required cable was 371716, and the customer found and connected the correct cable. Subsequently, the user connected the force triad but was not getting energy; the blue status light was not lit on the energy port. The user was asked to verify the cable connections on the generator, discovering they were swapped. Once the connections were corrected, the blue status light lit up, and the generator fired energy, allowing the procedure to continue. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The iesu unit was returned for failure analysis, and the reported issue of hf voltage (error code c-34) was confirmed using remote fe, indicating that the problem was occurring in the field. A visual inspection revealed no issues directly related to the reported event, although the heat sink showed signs of discoloration. The erbe was tested with the system, and on startup, it displayed the c-34 hf voltage error. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.